Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The reported complaint was confirmed from the evaluation of the returned a1059 mayfield skull clamp. The spring is stuck in the plunger stud. The lock has lateral and rotational movement and has residue build up. The unit needs repair, pm and replacement of worn/damage parts. The observed condition is likely caused by wear and tear of the device. The definite root cause cannot be reliably determined. This device exceeds its expected life of 7 years ( lot code 117 manufactured on 2011). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the plunger on the a1059 mayfield modified skull clamp was not correctly seated causing slippage on the ratchet teeth. There was no known patient injury or surgery delay.